Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water tube had foreign objects and air/water cylinder had foreign objects. Based on the results of the investigation, a probable root cause for the customer allegation could not be identified. Regarding the additional failures, the identity of the foreign objects and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no display/image. The issue was found during inspection for use. There were no reports of patient involvement.